Event description:
During esophagogastroduodenoscopy foreign body removal md having issues with disposable suction button on gastroscope. During procedure md used suction and pulled a small amount of tissue from pts esophagus.